Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch a PICC line catheter was being removed and stopped coming out all the way. When it was pulled out, the end that was in the patient's arm came out stretched, thinner than a normal sized PICC, and had fibers of tissue on the end of it. Part of the catheter remained in the patient's arm.